Event description:
It was reported that after the first inflation at 10atm, the catheter balloon had difficulty being removed from the 7 fr. Introducer. The catheter was removed with the balloon partially inflated, & another catheter was placed to complete the procedure without further complications being reported.